Event description:
It was reported that a titanium adapter disconnected at the connection to pd catheter. This event occurred when the patient lifted their shirt to give themselves insulin treatment. The patient was given prophylactic antibiotics as precautionary measure. The titanium adapter was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.